Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the report of (B)(6) 2014, the bilateral patient never got used to her bi-lateral implants and requested to be explanted of her devices.